Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the pull wire was retracted out at the fractured location. If the pod coil is advanced against resistance, damage such as a kink may occur. Subsequently, retraction of a kinked pusher assembly may worsen to a fracture, resulting in the embolization coil detachment. The reported tortuous anatomy of the patient may have contributed to resistance during the procedure. The detached embolization coil was not returned for evaluation. Further evaluation revealed kinks along the length of the pusher assembly. This damage is incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a pod coil into the target location and reported that the coil was not taking its intended shape despite retracting and re-advancing the pod coil a few times. The physician then determined that the pod coil was too long and decided to remove it. While retracting the pod coil, it unintentionally detached when the coil was partially in the patient and partially within the microcatheter. It was reported that the physician was able to successfully push the detached pod coil into the target vessel. The procedure was completed using another penumbra coil (unknown) and the same microcatheter. There was no report of an adverse effect to the patient.